Event description:
It was reported through remote transmission that the device was at eri. Premature battery depletion was observed. The patient last checked in clinic a month before estimated the battery to 6.9 years to eri. Later, patient presented to the clinic and the device could not be interrogated. The patient is not dependent and has not received any therapy. No symptoms were reported. The device was explanted and replaced. Patient was in stable condition before, during and after the procedure.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with lithium (li) cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.